Event description:
It was reported that when using the bd pyxis medstation system drawer failed and was not detected on the communication bus, which hinders users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not detected on the communication bus at the station. A field service engineer reseated a row board cable at the drawer controller's end to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.